Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was noted that the atrial electrogram was falling on top of the ventricular electrogram. The patient was sent for a chest x-ray, and this revealed atrial lead dislodgement into the ventricle. Review of an older x-ray revealed the dislodgement shortly after implant. The pacemaker was reprogrammed. The patient was stable, and will continue to be monitored.